Event description:
The vitrector became stuck on the cannula and would not come off. The vitreous cutter became adherent to the cannula and could not be removed. Impact: a temporal tear with bridging vessel and with small localized retinal detachment was present.; nasal periphery was inspected and a large tear was identified at 3 and smaller tear at 4 with retinal detachment from 3-6. With evidence of vitreous incarceration.